Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 92. Ams intepro y-mesh - 92 - attachment: [procodewise summary report -oto - april 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence. The device remains implanted. No further complications have been reported in relation to this event.